Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2006, ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead extraction the right atrial (ra) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.